Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the tubing from the waste pump to the waste trap was not sealed at the waste trap. The fse replaced the tubing which returned the instrument to normal operation. The most probable cause of the reported event was due to defective drain suction tubing.

Event description:
On (B)(6) 2015, a customer reported error 2293 probe suction failure with their aia-1800 analyzer. The customer is unable to run bhcg, e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.